Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Referenced article: response to the center for medicare & medicaid services coverage with evidence development request for primary prevention implantable cardioverter-defibrillators: data from the omni study. Heart rhythm. July 1 2012;9(7):1058-1066.

Event description:
A journal article was reviewed that contained information regarding this lead. Information was obtained through follow up indicated that the patient received inappropriate therapy and/or the lead showed oversensing. Additional information was received that the patient had expired. There is no known cause of death and no information on the death or the circumstances.